Event description:
It was reported when the patient presented for a routine follow-up and during the device firmware upgrade, the device went into backup vvi. A second attempt was made to upgrade the device but it was unsuccessful. The device was restored back to normal function successfully without the firmware upgrade. The patient was stable and asymptomatic during the device check and will be monitored routinely.